Event description:
Customer alleges that the hardware for the footboard keeps coming loose. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41sr20b, serial number/date code (B)(4) is approximately 1 year 2 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers preexisting medical condition states he suffers from spinal injuries received from an automobile accident. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. New hardware has been sent, under warranty, and the chair was to be repaired the (B)(6) 2012.